Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported by trial patient that the anesthesia threw them for a loop, and that they had taken a muscle relaxer and pain pill so they were out of it. Then on (B)(6) 2019 trial patient further reported that thought they had yeast infection or a uti. And that the tape was coming off so they went in to the healthcare professional (hcp) office and had that fixed, and was told to not get infection on it. Trial patient stated they have had increase in voids, and they were more frequent. They also stated last night they increased stimulation from .5 to .6 and it was comfortable. Moreover, on (B)(6) 2019 trial patient stated that they were bleeding and found blood when they had a urinary leak on (B)(6) 2019. Trial patient was advised to follow up with their healthcare professional (hcp). Then on (B)(6) 2019 trial patient stated that they didn't think the device was working because the programmer had died due to the charging cord not working to charge the programmer. Patient stated that they got a new charging cord this morning. No further complications were reported or anticipated.